Manufacturer narrative:
Controller exchange is reported under MFR# 2916596-2023-04293. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to controller failed on patient requiring emergent controller exchange. Pump stops were also reported. The log review captured several odd rsoc voltage values beginning on (B)(6) 2023 when the patient was connected to wall power and batteries. It appeared that the driveline was disconnected multiple times between 4:32 pm and 5:33 pm. This is typically associated with degradation to the patient cable or patient controller leads. The patient was advised to not sleep on batteries. The controller was exchanged. There were no further alarms with new controller. The driveline disconnects were only known when the patient switched controllers. Controller exchange is reported under MFR# 2916596-2023-04293.

Manufacturer narrative:
Section g3: the date received by manufacturer in the initial report should be corrected to 14jun2023. Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline disconnect alarms with system stops; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file was reviewed. In the final approximately 3 hours of the log file on 08jun2023, atypical relative state of charge (rsoc) fluctuations and intermittent driveline disconnect alarms were captured (refer to the investigation of the system controller). During each pump stop/driveline disconnect alarm, power/flow decreased to 0 watts (w)/0 liters per minute (lpm). It is unable to be determined through the log file if the driveline disconnect alarms were true disconnections. No other notable events were observed. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7 ¿alarms and troubleshooting¿ contains information regarding visual/audio alarms, and what action(s) should be performed when they occur. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii patient handbook, rev. C, is currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.